Event description:
Customer reported that she received no delivery alarms that have caused her to have diabetes ketoacidosis. Customer also stated that the insulin pump did not alarm her of a low battery and she was not receiving insulin. Customer's current blood glucose reading is 96 mg/dl. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.